Event description:
Customer reported the panorama central station shut down, which may have resulted in loss of ambulatory telemetry monitoring. No pt injury was reported.

Manufacturer narrative:
Unit was returned to mindray's repair center for repair.